Event description:
The manufacturer received information alleging a ventilator's display was black. The device continued to deliver therapy and there was no patient harm or injury. The reporter of the issue has confirmed the ventilator will not be returned to the manufacturer for evaluation and the device was replaced for the patient.